Event description:
The nurse reported the system would not initiate start-up. A system message displayed. The first pt was prepped for surgery, but no incision had been made. Two cases were cancelled. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message displayed. The relief manifold valve was replaced and will be sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).